Event description:
The customer called technical support (ts) reporting that the device has an alarm led failure (ec 1105) message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested part number for the power switch overlay. The rse provided part number per request. Further information is pending.

Manufacturer narrative:
The customer replaced the power switch overlay to resolve the reported issue. The device passed the required performance verification tests.